Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level were 400 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer reported that they received a blank display. Customer stated that the contacts on the battery cap are not missing or damaged. Customer troubleshoot was performed. The customer performed the self test and they test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No blank display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.